Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The prime, displacement, basic occlusion and excessive no delivery alarm tests could not be performed due to the keypad anomaly. The unexpected battery out limit alarms could not be verified due to no button response. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube, cracked case near display window corners and without the original battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times while changing the set. The customer stated that she removed the battery from the device and reverted to back-up plan. Blood glucose value was 316 mg/dl; treated with manual injection. The customer also reported that the battery cap was damaged and she received a battery out limit alarm when inserting the battery. Troubleshooting was performed and insulin did exit the tubing. While assisting the customer with programing the time/date, she reported that the buttons have to be pressed multiple times to get a response. The device was returned for analysis.